Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. Internal and external inspections were performed and the device passed. The pneumatic system was tested and was found to be working to specifications. Multiple short simulated therapies were performed and the device passed successfully. No failure or malfunction was identified with the device that could have caused or contributed to the reported condition. A review of the event history log of the device could not confirm the reported event. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the device history will be performed. If any additional relevant information is obtained through this review or any other additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had drained too much during a manual drain in a previous therapy on a homechoice (hc) machine. The caregiver (cg) stated that the hp was in dwell four of four and needed to use the bathroom. The cg connected the hp to a manual drain only bag since they did not have any disconnect caps. The hp drained 4500ml into the bag. The fill volume was set to 2500ml. This drain volume met increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) arranged to swap the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.